Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the drive motor of the sorin centrifugal pump console did not work properly. This issue was discovered by a sorin service representative during routine maintenance, so there was no patient involvement. The service representative confirmed that the knob for controlling the pump speed was no longer operational. Troubleshooting identified a loose fastener, which was secured with (B)(6). Functional tests and a test run did not identify any further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the drive motor of the sorin centrifugal pump console did not work properly. This issue was discovered by a sorin service representative during routine maintenance, so there was no patient involvement.